Event description:
It was reported that the patient received inappropriate shocks due to noise. High, out of range, pacing lead impedance was observed. Noise was reproducible in-clinic when patient performed diaphragmatic contractions. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.